Event description:
It was reported the patient experienced unintended stimulation. The sjm representative met with the patient and reprogramming was unable to provide effective stimulation. The physician stated a lead migration occurred. Surgical intervention was undertaken on (B)(6) 2014 and the lead was repositioned. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.